Event description:
The user facility reported experiencing low gas exchange shortly after initiation of a mitral valve repair procedure. The decision was made to change the oxygenator to a larger size with greater exchange capacity. The user facility reported that the case was completed without complications. The patient reportedly exhibited no negative effects postoperatively.